Manufacturer narrative:
The device was manufactured january 24, 2018 - january 26, 2018. Two devices were received for evaluation. Visual inspection on two returned units using the naked eye found bladders had ruptured. The ruptured bladders were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloons of two small volume intimates ruptured vertically. The event occurred during compounding and labeling. The units were filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.